Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to non-diabetes related. The customer's spouse stated that they had high blood glucose of 1400 mg/dl at the time of hospitalization. The customer's spouse stated that the doctor told them that the high blood glucose might have been caused by stress. High blood glucose was treated during hospitalization. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.